Event description:
It was reported that non-sustained lead noise episodes were observed via egms. Further review indicated functional ventricular undersensing resulting in bi-ventricular pacing. Programming changes were made and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).